Event description:
A malfunction was reported on a customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions on resetting the pump; however, the issue persisted, so a replacement pump was sent. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was informed about the software update on the replacement pump and instructed on returning the malfunctioning pump to tandem, programming new pump settings, and connecting their continuous glucose monitor to the replacement pump.